Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h4, h6, and h11. Review of the most recent repair record could not be completed because the device has not been returned for evaluation and repair. The images provided confirmed that the device was not cutting properly. The reported event states that the single-use dermacarrier was reused, which is classified as an off-label use. Device history record (DHR) review was unable to be performed as the lot number is unknown. The root cause of the reported issue is attributed to off-label use. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: switzerland.

Event description:
It was reported that during surgery, using meshgraft ii, the skin graft was partially completed. The quality of the graft was not good when it came out of the meshgraft. Thickness of the graft: 0.3mm. The medical professional indicated harm/injury to the patient. The graft was damaged when using the meshgraft, but the graft was used. An additional unplanned skin graft was necessary to complete the operation of an additional graft site. There was a surgical delay of about 1 hour, and the patient was under anesthesia during this time. There were no sutures needed. Due diligence is in process, no further information is available.